Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) was not functioning properly. There was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
The failure analysis and testing department received the following parts associated with this complaint: vacuum tube, pressure tube.the failure analysis and testing dept. Received these parts with a reported unit failure of unit not functioning properly. The failure analysis and testing dept. Performed visual inspection of the parts received and observed that these parts have brownish residue in the tube fittings, as well as found broken pressure tube fitting. This damage may harm the test fixture. Please see pressure tube fitting picture. Due to this damage and risk, it poses. These parts cannot be any further investigated.the failure analysis and testing department could not verify the failure of unit does not function properly. Retaining the parts in the fat dept. Per procedure 0002-07-d008 rev aq.the non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.

Manufacturer narrative:
It was being reported that during use the cardiosave intra aortic balloon pump (iabp) had an issue regarding the "unit is not functioning properly". A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and during the period of an evaluation under the testing of an unit under the clinical mode. Then the fse had found that the augmentation waveform was decrease in pressure while reviewing the log. Then the fse had further found that the power - up test fails code #14 had appeared 3 times under the electrical test failures event log. After that the fse had further found that the pressure tubing's fitting was broken at the compressor connection side and was loosing pressure. Then the fse had further replaced the "d004-00-0092"- tube assy, vacuum, "d004-00-0093" - tube assy, pressure. After that the unit was functional tested without any further issues or failures. The safety , calibration and functionality checks of the unit has been carried out according to the factory specifications. The equipment was released to customer and cleared for use. There was an involvement of the patient during this incident.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a